Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5086520/5093828 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 23058785 UDI: (B)(4).

Event description:
It was reported that the patients device did not work for her. All components were explanted and will not be returned per hospital policy. No further information has been obtained.